Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter had a pairing issue. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a voltage test on the transmitter resulting in a zero voltage dischage. Share data log was reviewed, finding a failed transmitter. The complaint of a pairing issue could not be confirmed. The root cause could not be determined, post investigation.